Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the distal cover easily fell off the subject device due to the following: 1.temporary abnormality such as adhesion of foreign material to the distal end occurred after the subject device was inspected prior to use. 2. Physical stress was applied to the distal cover after the cover was attached to the subject device and inspected. 3. Unexpected stress such as load of friction by twisting, pushing, and pulling the cover in body cavity was applied to the distal end during the procedure. In addition, mucosa was likely found in the distal cover due to the following: 1.the user operated suction while distal end opening space was near the surface of mucosa, which caused the mucosa sucked into the distal cover. When the user removed the device in this situation, the mucosa was damaged by edge of the distal cover. 2.the distal cover cracked at tear-off line by stress such as the ones mentioned above. By pressing the distal end to surface of mucosa in this situation, the mucosa got caught in the cracked cover and was damaged. Furthermore, per CAPA no. Omsc-hq-153-19, mucous membrane remains suctioned for several seconds even after the suction operation is stopped. Even if suction operation is not performed during withdrawal and the distal cover is not cracked, the event may occur if the device is withdrawn immediately after suction operation is stopped. The event can be detected/prevented by following the instructions for use (IFU) which state: "take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. / after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. It was verified that the user pressed on top of the cover with his thumb appropriately. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirms the correct operation method by contacting olympus or another expert within their facility. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. Although the above was confirmed, the facility does not carefully review and follow the instructions for use (IFU). Per the facility, when the incident occurred (detachment of distal cover) olympus was notified, and an in-service device training was conducted. Also, the facility contacts olympus when additional in-service training is needed. The following additional information was obtained during the interview: the facility educates all personnel who are involved with attaching the distal cover. Although the IFU manual is not used, verbal communication and hands-on training is conducted. The facility states verbal communication and hands-on training is easier to perform than educating with the IFU manual. Although it is easy to attach the distal cover, the facility states that the IFU manual is not difficult to read and understand. The medline adult bike block with a dental retention rim and adjustable elastic cloth strap (60 fr) is used. The sterilization packs are removed from the product carton, stored in a tray, and placed on a shelf in the storage room. A defect/damage has never been observed on the distal cover before attaching it to the endoscope.

Event description:
The customer reported to olympus, at the end of the therapeutic ercp procedure, the endoscope was checked and the distal cover was not attached. The distal cover fell off the endoscope and into the patient's mouth. The distal cover had mucosal tissue present. No surgical delay reported. No patient harm or injury. The endoscope and distal cover were inspected prior to use and no issues were identified. Anti-fog agents and any chemicals were not used on the endoscope lens, tip of the endoscope, or distal cover. After attaching the distal cover to the endoscope, the distal cover was inspected and no damage was observed. The distal cover was visually and manually inspected to confirm it was attached to the endoscope per olympus training. This event includes two reports: (B)(4): maj-2315, lot h2112. (B)(4): tjf-q190v, serial (B)(4). This report is 2 of 2 for (B)(4): tjf-q190v, serial (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.